Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. This was their first time using the arctic sun device. Allowed device to continue to run and did not make any changes. Water temperature (wt) was still 40c, flow rate (fr) was 1.2lpm. Explained that the electrical resistance in the cables might account for a negligible difference as well. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, g. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that rewarm should have completed at 5:50am and was still 36.1c. This was their first time using the arctic sun device. Allowed device to continue to run and did not make any changes. Water temperature (wt) was still 40c, flow rate (fr) was 1.2lpm. Explained that the electrical resistance in the cables might account for a negligible difference as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that rewarm should have completed at 5:50 am and was still 36.1 c. This was their first time using the arctic sun device. Allowed device to continue to run and did not make any changes. Water temperature (wt) was still 40 c, flow rate (fr) was 1.2 lpm. Explained that the electrical resistance in the cables might account for a negligible difference as well.